Event description:
The customer reported to baxter (B)(4) a 4-lead solution administration set in which a backflow occurred. According to the reporter, "the nacl is dripping into the chamber normally but after a while when I want to close the nacl, I see that there has been backflow up in the epirubicin despite the closed clamp." The patient was also receiving cyclophosphamide. The condition occurred during patient use. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.